Event description:
This is a case report received by baxter (B)(4) from a patient and a nurse. On an unknown date, the patient experienced and was hospitalized for peritonitis. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: the following information was received from global pharmacovigilance: this is a spontaneous report by a nurse from portugal of peritonitis, fever, and vomiting in a with extraneal and physioneal therapies. Suspect product details on an unreported date, the patient began treatment with extraneal and physioneal, intraperitoneally (ip) for continuous ambulatory therapy peritoneal dialysis (capd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced the first symptoms of abdominal pain, fever, cloudy effluent and vomiting and went to the residential area hospital (without a nephrology services). On the same date and based on an empiric diagnostics, the patient began an unspecified antibiotic therapy. By the end of the day, patient was transferred and admitted to the "nephrology reference hospital". Previous unspecified antibiotic therapy avoided bacterial growth, and on (B)(6) 2012, remedial treatment with vancomycin (1g, ip, daily). On (B)(6) 2012, the patient was discharged from hospital. On (B)(6) 2012, the patient stopped vancomycin treatment and was fully recovered on that date. The reporter believed that the peritonitis was probably caused by a break in the aseptic technique (causal relation not identified). On the (B)(6) 2012, during a domiciliary visit, the patient was retrained on aseptic technique (pd procedure). The reporter confirmed that patient performs the procedure correctly. The patient recovered from the events of peritonitis, fever, and vomiting on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Additional information has been requested from baxter portugal. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.